Manufacturer narrative:
The request from the customer for the ability to gain access to the network had been provided and the customer was able to complete their vulnerabilities assessment with the findings shared with the bd product security team. The bd team had determined the issues were known and that corrective actions had been initiated that addressed the vulnerabilities within their assessment report. No security vulnerability was reported to have occurred. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that a vulnerability was found in the alaris infrastructure. To monitor this vulnerability, there is a need to be able to view the data passing between the server and pumps. This data is encrypted with a set of keys that only alaris has. It was then found that there is an inability to access network traffic and without the ability to see the encrypted traffic, the serial numbers cannot be viewed or properly vet the system for vulnerabilities within the device. The customer requested bd to provide them the encryption keys. Furthermore, the customer was able to perform vulnerabilities check and shared the report of their vulnerability assessment with bd product security team. It was then noted that the reported vulnerabilities are currently known to bd and has plans of resolving the issue with the release of system manager upgrade, fixes in the version 12.1.0 firmware, future fixes when the new wi-fi card comes out with the new linus ios software, and with windows 10 update to the customer's pyxis cabinet. None of this caused any issues nor had any actual cyber security incidents. There was no patient harm or other issues with these vulnerabilities.